Event description:
The customer reported that while monitoring telemetry patients on a xhibit central station all patients suddenly went offline and were no longer able to be monitored. There was no patient or user harm associated with this event.

Manufacturer narrative:
A spacelabs healthcare product support specialist worked with the customer to troubleshoot the xhibit central station and they identified that the network lights on the unit were irregular or would stop functioning when the network loss occurred. The device was requested to be shipped back to spacelabs for further inspection. At this time the device has not been received. A follow up report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
The customer received a warranty replacement, and the faulty unit was returned to spacelabs healthcare for evaluation. The device was tested, and the reported network issues could not be duplicated and no issues were observed with the unit. Cause of failure could not be determined as the reported failure could not be duplicated.